Event description:
On (B)(6) 2008, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2014, CT angiography reportedly showed a possible unspecified endoleak (unknown which device) with aneurysm enlargement of 9mm. It was reported the physician stated the cause of the endoleak is unknown. It was reported a reintervention is scheduled on (B)(6) 2014. Additional information has been requested.

Manufacturer narrative:
The device complaint can not be determined with the provided information.

Event description:
On (B)(6) 2014, CT angiography reportedly identified a distal type I endoleak (device unknown) with aneurysm enlargement of 9mm. It was reported the physician stated the cause of the endoleak is unknown. On (B)(6) 2014, the patient was implanted with two gore excluder aaa endoprostheses to treat a distal type I endoleak (device unknown). Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional device implanted and involved in this event: pxc121000/06379415.